Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube, broken reservoir tube lip and test reservoir did not lock/click into the reservoir tube properly, missing reservoir tube o-ring, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that insulin pump had reservoir compartment was cracked on that edge and black rubber was hanging out. Customer's blood glucose value was unknown at the time of the incident. The insulin pump was returned for analysis.